Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was suddenly started to vibrate and turned off. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display did not returned after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with case cracked behind the device at the corner of the belt clip rails and serial number label stained and faded.